Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported battery exploded while charging. There was no patient/user injury reported.